Manufacturer narrative:
The customer reported to have not duplicated the alleged malfunction. The ventilator passed all testing.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue over the phone with the customer. The customer was advised to run vent inop test and extended self test (est) on test lung for 48 hours.